Event description:
The nurse had just started to insert the catheter and she thought she was in the vein; when she didn't get any blood return she went to remove the device. She pushed the white button and the colored hub rolled off the pt's arm. The tourniquet was left in place and took the pt to x-ray, they were unable to see the catheter. They retained the packaging and in examining the device they could see that the cannula had retracted back into the chamber with the needle.

Manufacturer narrative:
Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).